Manufacturer narrative:
There was no discrepancies noted during a review of the manufacturing history records for this lot. The device was visually inspected and hardned case debris was noted on the unit. The debris was removed and the unit was tested for proper function and performed properly for ten test holes. The reported failure could not be repeated.

Event description:
Customer complained to sales rep that devices were "not stopping properly--seem to get stuck or stick". Unable to obtain more specific info.